Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This was noticed before use of the device for peritoneal dialysis therapy; further described as identified when the nurse was ¿helping patient to change the transfer set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification was performed and a separation was observed between the female connector and main body. A leak test was performed with the minicap attached to the female connector and a leak was observed beneath the minicap. The transfer set was re-tested with an in lab minicap and a leak beneath the minicap was observed. Clear passage and clamp function testing were performed and there were no issues observed. The reported leak was verified. The cause of the leak due to a damaged female connector was supplier manufacturing related. This issue is being further investigated. The cause of the separation between the female connector and main body was due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.